Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that this patient developed a (B)(6) for which he was hospitalized three times. This occurred post device replacement procedure of another manufacturers device. The patient eventually left the hospital and returned home where he later expired. No specific allegation was made against this lead which was implanted twelve years prior.